Event description:
A healthcare facility in iowa reported via a fisher & paykel healthcare (f&p) field representative that the tubing of the opt970 tracheostomy interface was found damaged before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The opt970 tracheostomy interface, is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding toremove the load of the breathing circuit from the patient's trache. Method: the complaint opt970 tracheostomy interface was not received at fisher & paykel healthcare in new zealand. For evaluation. Our investigation is based on the information and photograph provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the photograph revealed that the tubing was pulled apart. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, it is likely that the reported fault was caused by the tubing of the opt970 tracheostomy interface being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannulas would have met the specification at the time of production. Our user instructions that accompany the opt970 tracheostomy interface states: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube, to prevent loss of therapy".

Manufacturer narrative:
(B)(4). The complaint opt970 tracheostomy interface is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of the opt970 tracheostomy interface was found damaged before use. There was no patient involvement.